Manufacturer narrative:
The manufacturing facility performed a device history review of the lot number reported (35x772): the review showed no deviations or abnormalities related to the reported issue. One used sample was returned for evaluation. The returned device was examined; the safety arm was in the non-retracted position. During investigation, the device was tested by pulling the safety arm into the locking position: this testing showed the needle locked onto the capture shelf as per device specifications. The reported issue could not be confirmed to have been device caused because the device functioned as expected.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that when they withdrew the listed device from the patient, the safety mechanism would not activate; therefore, the needle remained exposed. No adverse effects to patient or user reported.